Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged successfully with an alternate usb cable. In addition, a bolus was delivered to address a blood glucose (bg) level, and reportedly the customer gave ¿too much insulin¿. Subsequently, the customer experienced a low blood glucose level of less than 54 mg/dl. Customer consumed carbohydrates and glucose tablets to address bg level. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.